Manufacturer narrative:
Investigation is ongoing. Device was not returned to manufacturer.

Event description:
Edwards received notification through the implant patient registry that a patient with a 9750tfx 23mm sapien 3 ultra transcatheter valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 2 months and 2 days. Per medical records received, the 1-month post-implant echo indicated the 23 mm sapien 3 ultra was a moderate prosthesis mismatch. The records describe the valve as stenotic, however all leaflets were moving normally and no paravalvular leak was present. Approximately 53 days post implant of the 23 mm sapien 3 ultra valve, the patient experienced a cardiac arrest while on the treadmill and was admitted to the hospital. Approximately 10 days later, the 23mm sapien 3 ultra transcatheter valve was explanted. The patient was discharged on post operative day 5.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: h.6 type of investigation, h.6 investigation findings, h.6 investigation conclusions the sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, a manufacturing mitigation review was not required. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training on post procedure events/care. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 ultra valve. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Patient prosthesis mismatch (ppm) typically refers to a situation in which the effective valve area after surgical valve replacement is less than that of a normal human valve. In the aortic position, severe ppm is defined by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. According to the literature review, it has been suggested that predictors of ppm after surgical aortic valve replacement include older age, hypertension, diabetes mellitus, renal failure, larger body surface area, larger body mass index, and the utilization of a bioprosthesis. Furthermore, the presence of ppm is prognostically important because ppm results in higher valve gradients and increased perioperative and overall mortality. In this case, the underlying reason for patient-prosthesis mismatch is unknown. However, it is likely that the ppm resulted in elevated pressure gradients due to the effective valve area being too small for unobstructed blood flow. As such, available information suggests that procedural factors (patient-prosthesis mismatch) may have contributed to the reported event per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Aortic stenosis is defined as a narrowing of the aortic valve opening. In this case, the medical record confirmed normal leaflet motion, which can otherwise result in stenosis. However, patient-prosthesis mismatch may account for the narrowing of aortic valve area and, thus, stenosis. As such, available information suggests that procedural factors (patient-prosthesis mismatch) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.